Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited occasional atrial oversensing of the ventricular pace and pacemaker mediated tachycardia (pmt). On the electrograms, there is retrograde conduction seen just beyond pvarp. It is noted that the atrial lead is not sensing appropriately at times and may be dislodged. Guidant received subsequent information that the device displayed an elective replacement indicator (eri). There is no allegation against the device longevity. The atrial lead was surgically abandoned and another atrial pacing lead was successfully implanted.